Manufacturer narrative:
Product event summary: the monitor was returned and analysis was performed. Analysis findings revealed no defects were found.

Event description:
It was reported by the patient that "sparks were shooting across the room" from the electrical outlet where the remote monitor was plugged in. A strong burning, electrical smell and smoke were also noted. Afterwards, the cord was hot to the touch and discolored, and the screen displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. Attempts to send a manual transmission were unsuccessful as the reader could not communicate with the device. The monitor is being replaced. No patient complications have been reported as a result of this event. June 04, 2015, 08:59:31: it was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).